Event description:
A malfunction was reported with a code of malf 0, although no notable events preceded it. There was no reported adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur afterward. The customer understood the instructions to continue using the pump and to call back if any issues reoccurred.